Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-47738. It was reported that the patients left l3 migrated. As a result, surgical intervention was undertaken to explant the lead. No new product was implanted, patient has effective therapy post op. Note: both of the patients l3 leads are being reported as it is unknown which lead was explanted.